Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. However, it was found that a non-olympus lamp was installed in the device and did not fit correctly on lamp heat-sink and missing lamp bolts and lamp washers. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly

Event description:
A user facility reported to olympus that the error "e103" occurred. The problem was identified during preparation for use for a diagnostic procedure. The intended procedure is unknown. The procedure was completed using a similar device with no delay. As reported to olympus, there was no patient injury that occurred, associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation and the inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.